Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during laparoscopic right hemicolectomy, the device was unable to fire. Another product with the same lot number was opened and used. And it was able to be used without problems. There was no patient injury.